Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event at the site on (B)(6) 2026. The patient experienced hyperglycemia. The set had been in use for one day. No further information is available.